Event description:
Patient has had pain for some time. Progressive laxity of ligaments. Doctor suspected patella problems. Surgery scheduled to replace the necessary involved components.dr. Found that plastic on metal backed patellar component had dislocatted, metal well fixed to patellar bone. Tibial baseplate intact but showed some wear about the tibial plateau (medial) and tibial spine. Femur well fixeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.